Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt had just completed treatment. Upon removing the tubing set, solution was found inside the cycler. Pt stated she believes she may have pierced the cassette when she was repositioning it. Pt received prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. Sample has been discarded by the pt; sample is available.